Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a nanocross 014 pta balloon to treat a moderately calcified, slightly tortuous plaque chronic total occlusion(cto, 100% stenosis) lesion in the right distal popliteal & superficial femoral artery(sfa). The artery diameter and lesion length were reported to be 6mm & 350mm, respectively. There was no damage noted to the packaging and there were no issues noted when removing the device from the tray/hoop. The device was prepped without issue. A 6fr non-medtronic sheath and 0.014 non-medtronic guidewire were used with no embolic protection. The device was inflated with a non-medtronic inflation device and 50/50 contrast/saline solution was used as inflation fluid. The device did pass through a previously deployed stent, no resistance was encountered nor excessive force used on advancing the device to the target lesion. It was reported that on the 4th or 5th inflation to 10atm, the balloon ruptured folding over on itself. A snare was used to retrieve the balloon and the procedure was continued. No patient injury was reported.